Event description:
It was reported that; when the rod was bent with insitu bender, the rod was broken. After that, the rod was changed the new one and the operation was succeeded.

Manufacturer narrative:
Lot# unknown. Method: risk assessment; results: visual, dimensional and complaint history review could not be performed as the device was not returned and lot# was not provided. Conclusion: the plausible root cause of the event was determined to be over bending of the rod resulting in fracture.

Event description:
It was reported that; when the rod was bent with insitu bender, the rod was broken. After that, the rod was changed the new one and the operation was succeeded.